Manufacturer narrative:
The insulin pump alarmed due to software error on mother board. The insulin pump was unable to confirm motor error alarm due to constant alarm. The motor was tested outside the insulin and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 128 mg/dl at the time of the call. Customer does not use the sensor feature on the pump. Customer states they are unable to complete the rewind sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.